Manufacturer narrative:
After evaulation the root cause is unknown. Sporadic error likely caused by syngo non thread safe database access. Per logs the only crash occurred on november 15th at 11:33. Siemens continues to track and trend any incidents related to this issue. Reference # (B)(4).

Manufacturer narrative:
An investigation is ongoing at (B)(6) to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
Acuson origin system crashed mid-scan while tee was being performed. The exam was completed on another system, there was no patient injury.